Manufacturer narrative:
Upon completion of the investigation it was noted that a problem investigation board meeting was organized on (B)(6) 2016 to discuss the data that were collected. The sales representative collected the pump errors, sensor and status using a technician key, and the transaction logs. The values obtained from the pump interrogation indicated a fill level sensor frequency of 0hz, which is an abnormal value. The corresponding temperature measurement is 32.875°c. This 0hz fls frequency shows a true hardware issue, probably a short circuit in the fls coil. The electrical integrity of the pump is not anymore guaranteed. Even if the error would be cleared and the program restarted, the error would reoccur at the next self-test (in the night) and the flow be stopped. Based onto the information provided, the pib concluded that the observed hardware error 11 was a true hardware issue and that the pump integrity could not be guaranteed. A DHR review was performed for the medstream pump 91-4201 sn# (B)(4), (lot# clcczb), and it was observed that the lot met specifications when released to stock on april 15th, 2010. The transaction logs from (B)(6) 2015 to (B)(6) 2016, related to pump serial number (B)(4), were sent to (B)(6) on (B)(6) and were analysed: the provided logs showed that the pump had triggered a hardware failure [11] from the (B)(6) 2016. The defect reported by the customer is confirmed. A value of 0 hz for the fls frequency shows a true hardware issue, probably a short-circuit in the fls coil but this could not be confirmed as the product was not returned for investigation. Pump still implanted, based on the unavailability of the product no corrective action was taken and this complaint was considered to be closed. If the product is returned or more information is provided in the future, the complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Pump stopped, hw failure 11.